Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries and revision surgery; however, no details have been provided regarding the nature of the injury or surgery. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. No sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #1). (B)(6) 2017: the patient had unspecified injuries relate to a defect in the bard/davol ventrio (device #1) and underwent revision surgery. A bard/davol ventrio st device was implanted. As alleged, the patient is only making a claim for an adverse patient outcome against the bard/davol ventrio (device #1). Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #1). On (B)(6) 2017: the patient had unspecified injuries relate to a defect in the bard/davol ventrio (device #1) and underwent revision surgery. A bard/davol ventrio st device was implanted. As alleged, the patient is only making a claim for an adverse patient outcome against the bard/davol ventrio (device #1). Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of ventrio patch (device 1). Per op notes, ¿a midline incision was made in the right of the umbilicus region. Three hernia defects were identified with largest one to the midline of the right. Dense intraabdominal adhesions to the anterior abdominal wall were taken down. A ventrio patch (device 1) was placed in the peritoneal cavity and secured with sutures.¿ on (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with excision of ventrio patch (device 1) and implant of ventrio st patch (device 2). Per op notes, ¿the previous incision was reopened. The previous mesh graft (device 1) had pulled loose from its lateral attachments on the right in 2 locations. The hernia sac was dissected and exploration revealed a near full dehiscence of the lateral aspect of the mesh. Fascia was opened and detached the mesh from its fibrinous attachment points. The left lateral aspect of the mesh was well adherent and it had become retracted and several of the areas of polypropylene were very pointed. The ventrio patch (device 1) was excised. A ventrio st patch (device 2) was placed to the defect and secured with sutures.¿

Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries and revision surgery; however, no details have been provided regarding the nature of the injury or surgery. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2014) is considered to be the best estimate. Updated fields: a2, b4, b5, b6, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: no sample returned.